Manufacturer narrative:
Device was used for treatment, not diagnosis. Three parts were received; a 1.5mm lcp extended h-plate (pre-loaded, right side) part #02.114.510 and two 1.5mm locking screws (no part number reported). These parts are implant modules included in the 1.5mm lcp modular mini fragment system used for internal fixation of small bones and small bone fragments. The applicable technique guide was reviewed; this system allows using locking screws and cortex screw in the same conical plate hole. The plates are low profile to minimize soft tissue irritation and they are available with or without drill guides preassembled. The locking and cortex screw have low profile heads to sit flush with the plates. Indications are provided to use the ao pre-operative planner template for proper parts selection as well as step by step explanations are described including recommendations and precautions to prevent difficulties (when screw insertion and securing or contouring the plate) and plate deformations that may affect the procedure. The returned parts were inspected. The plate 02.114.510 is received cut off in two pieces which are the distal portion and the middle portion. No further examination was conducted as the pieces are severely damaged as a result of the removal process reported. The two received locking screws are received damaged due to the removal process as well; one is bent near the head and the other one is broken, only a small portion was returned which includes the head area. The segments of the bent locking screw were measured in order to estimate the length, based on this measurement it is possible that the locking screw belong to part number 02.214.012. The confirmed conditions of returned parts concur with additional information provided that doctor had to remove and cut the affected parts however no evident signs can be detected that could contribute to cause the reported irritation on the distal aspect. As no lot numbers were provided for any of the implicated parts, no manufacturing dates and revision were determined. However the applicable drawings for the reported plate and locking screw were reviewed. The drawing of involved components call out the appropriated dimensions, material and finishing processes for a successful plate and locking screw designs, no potential issues were identified that could contribute to possible difficulties to use the product or to cause the reported condition. Unfortunately, copy of x-ray or further information was not provided to rule out if an error in technique could potential contribute to cause the reported irritation. The risk analysis was also reviewed for the implicated mini fragment system (B)(4) version aa (line #270 ¿too short/long or wrong dimensioned plate leading to instable construct and/or soft tissue irritation). Per risk analysis this type of hazard has a (major) severity of harm 4 and (unlikely) probability of occurrence 2. The us complaint history was reviewed and this is the only relative complaint. A total of (B)(4) affected h plates have been sold providing for an acceptable occurrence rate as per risk analysis addressed. It is likely that technique for effective placement of the plate and screws was not met and has led to this complaint rather than design inadequacy. It is determined that the plate and screws are suitable for their intended use and the complaint is invalid from a design perspective.

Manufacturer narrative:
Device used for treatment not diagnosis. For followup sent on 01/10/2014, a manufacturing evaluation was conducted on second unknown screw. The report indicates the screw was bent at the head. Some of the threads just under the head are damaged. Due to an unknown cause, the screw bent. The material of the screw was confirmed to be within specification but the length could not be measured because the screw is bent over at the head. The major thread diameter is within specification. The part passed inspection at the time of manufacturing. This report is for two unknown screws implanted in patient.

Event description:
The sales consultant reported a hardware removal of a 1.5 mm locking compression extended h plate secondary to irritation. The sc provided clarification regarding the complaint event: the plate was removed because the distal aspect was causing irritation. It was not broken. When the surgeon could not remove the proximal screws, rather than do damage to the bone trying to remove them, she cut the plate and left the proximal portion of the plate and two proximal screws in the patient. This report is on 2 proximal unknown screws that was returned. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The report indicates the screw was bent at the head. Some of the threads just under the head are damaged. Due to an unknown cause, the screw bent. The material of the screw was confirmed to be within specification but the length could not be measured because the screw is bent over at the head. The major thread diameter is within specification. The part passed inspection at the time of manufacturing.

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is for 2 unknown proximal screws. The 510k number cannot be provided without a part number provided. Without a lot number the device history records review could not be completed. The device was returned and the investigation is ongoing.